Event description:
The equipment fractured during use & was retrieved without incident or further injury to the pt. Following successful placement of right ventricular pacing wire, intra-aortic balloon pump, & placement of a 10 french type multipurpose guiding catheter into the saphenous vein graft to the right coronary artery, a guide-wire was successfully advanced over the guide-wire into the proximal portion of the vein graft, & multiple passes made across the site of severe narrowing with improvement of the luminal caliber across the proximal segment, but inability to pass the catheter through the distal segment of the lesion. This was felt to be due to plaque burden in the distal segment of the lesion. In the process of advancing the catheter slowly & engaged a distal segment of the plaque, & fractured in the engaged a distal segment of the plaque, & fractured in the proximal 3rd of the drive shaft. The distal porion of the cutter was unreachable upon examination of the guiding catheter, following removal of the touhy-borst hemostatic controlled device. The guide-wire was then withdrawn to trap the distal portion of the cutter & the guide-wire was then withdrawn to trap the distal portion of the cutter & the guide-wire & the cutter withdrawn into the guide & the guide-wire & wolf cutter were removed. This did result in abrupt closure of the saphenous vein graft, which could then not successfully be reopened due to inability to cross the site of total obstruction with multiple guide-wires. The pt did remain hemodynamically stable throughout this series of events & after unsuccessful crossing of the left total occlusion with a guide-wire, the procedure was abandoned. The pt was transferred in stable condition to the coronary care unit & will be maintained on heparin over the next several hours until the iabpd is removed. This was accomplished without difficulty, & the pt observed over the next day, found to have a small enzyme elevation consistent with myocardial infarction, related to abrupt closure of the saphenous vein graft supplying the distal right coronary artery.